Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 89mg/dl. The customer stated that the pump alarmed failed battery test and the screen went blank with a black circle and empty battery symbol. The customer stated that the screen was completely blank. The customer did not have batteries at the moment but he will change the battery when he gets home. The customer was advised to call back to continue troubleshooting. The device was not returned for analysis.